Manufacturer narrative:
(B)(4). Concomitant medical product: cement plug, catalog #: 00801102024, lot #: 62779412; nexgen stemmed tibial component, catalog #: 00598002702, lot #: 62809530; nexgen straight stem extension, catalog #: 00598801215, lot #: 62746844; nexgen articular surface, catalog #: 00596202217, lot #: 61755482. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by the hospital.

Event description:
It was reported that the patient was revised to address pain and femoral component loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.